Event description:
It was reported that the patient experienced chest pain during the implanting procedure. The patient was hospitalized for the implant and the hospitalization was prolonged due to cardiac tamponade. A cardiac drain was placed and pericardial effusion was seen on echocardiogram. The cardiac tamponade was due to implant procedure related not system related. The lead remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.